Event description:
Complaint received for investigation. Complaint stated as "one pt has had two treatments (hd) where he did not remove any fluid but actually put on 0.1 kg. And 0.4 kg." Dates of incidents were 2/3/99 and 3/1/99. Also reported: "machine indicated correct hourly ufr and total weight loss at end of run as to what was programmed." Machine was checked after first incident for uf calibration and "no problems were found." Self care center pt received dialysis at the hospital after the second treatment for fluid removal (allegedly as a result of not removing proper amount of weight). 4/6/99-further clinical and technical info was requested from canada. Four companion samples are available for eval. 4/8/99-determination made that event is reportable as an MDR malfunction, as customer claims product did not meet its intended use (for fluid removal). Pt received an additional dialysis treatment as a precautionary measure, not as medical intervention.